Manufacturer narrative:
H4: lot manufactured between january 9, 2020 to january 10, 2020. H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. The bladder rupture occurred during compounding prior to patient use. The device was being filled with 0.9% sodium chloride at the time of the event. There was no patient involvement. No additional information is available.